Event description:
(B)(4). Same case as MDR ID#: 2134265-2012-01886 and 2134265-2012-01888. Same patient as MDR ID#: 2134265-2012-01889 and 2134265-2012-01890. It was reported that post a stenting treatment procedure, in-stent restenosis occurred and the patient experienced chest pain. On an unknown date in 2005, the patient received two unknown sized taxus stents in the 2nd diagonal branch. (B)(6) 2010, the patient presented with chest pain associated with shortness of breath and diaphoresis and was admitted after being diagnosed with unstable angina. The first 80% stenosed and 18mm long target lesion was located in the proximal left anterior descending (lad) artery with a reference vessel diameter of 2.5mm. The first target lesion was treated with direct stent placement of a 2.5x24mm taxus liberte stent, resulting in 0% residual stenosis following post-dilation. Angiography revealed 90% in-stent restenosis of the two previously placed taxus stents located in the 2nd diagonal branch measuring 8mm in length with a reference vessel diameter of 2.3mm. The in-stent restenosis was treated with pre-dilation and placement of a 2.5x16mm taxus liberte stent, resulting in 0% residual stenosis. The patient was discharged the following day on aspirin and prasugrel. (B)(6) 2012, the patient presented due to chest pain and was diagnosed with angina. Angiography revealed 90% in-stent restenosis of the two unknown sized taxus stents and the 2.5x16mm taxus liberte stent previously deployed in the 2nd diagonal branch. The in-stent restenosis was treated with balloon angioplasty using an unknown manufacturer's device, resulting in 30% residual stenosis. Later that day, the patient experienced chest pain and pressure. Angiography revealed a medial wall dissection in the proximal lad and a calcified segment, which was treated with pre-dilation and placement of a 3.0x15mm promus stent. The cause of the dissection and calcified segment is unknown. The event was considered resolved without residual effects and the patient was discharged two days later on aspirin.

Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).